Event description:
It was reported that the user¿s caregiver called to report an accidental duplicate meal announcement for lunch, which resulted in delivery of a double insulin dose and was confirmed by the agent. User and caregiver were aware of risk of hypoglycemia, with the caregiver planning to increase food intake and monitor blood glucose. No reported symptoms. Outcomes included no alarms, no alerts, and no medical intervention or hospitalization. Investigation included customer education and troubleshooting to confirm the duplicate meal entry and resulting insulin delivery. Investigation of this case revealed user error related to meal entry; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.